Event description:
Patient with severe dysplasia of vulva presented for ultrasonic surgical aspiration. The patient had thickened white epithelium along the labia minora bilaterally. Surgeon had technical difficulties with the machine, but felt it was functioning properly when he began using it. The ultrasonic aspiration was eventually accomplished. Surgeon noticed that the end of the device was burnt/melted. A small portion of the left side of the patient's labia may have been burned. After the procedure was finished, silvadene cream with some lidocaine was applied to the vulva. The patient was taken to recovery in stable condition. During room clean-up, further inspection of the sonopet handpiece revealed that there were frayed wires on the cord at the handpiece. Sonopet ultrasonic surgical system is being returned to the manufacturer for investigation of the equipment failure. Manufacturer response: for ultrasonic surgical system, sonopet ultrasonic surgical system sno3 (per site reporter). Manufacturer will investigate the cause of the equipment failure